Manufacturer narrative:
Other relevant components include product ID: 8731sc lot# serial# (B)(4) implanted: (B)(6)2010 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine [25 mg/ml] at a rate of 5.995 mg/day via intrathecal drug delivery pump for non-malignant pain and postlaminectomy pain. It was reported that during a pump replacement on (B)(6) 2017 in supine position the existing catheter was not able to be aspirated well and the white portion of the sutureless connection piece was loose and coming off the metal connection piece so the physician replaced it with the proximal piece of a new catheter. A back table prime of 0.3 ml was done. The pump segment of the catheter was revised and the issue was resolved. There were no symptoms reported and no further complications reported/anticipated.